Event description:
It was reported that the ventilator had an error code indicating check vent alarm - blower temp high. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and was advised to check the filters. The customer reported filters were cleaned and cooling fan was operational. The customer could not duplicate the reported issue. The customer was advised that something may have been blocking the ventilator. The issue could not be duplicated.